Manufacturer narrative:
A1 patient identifier: (B)(6). A2 patient age corrected from 80 years old to 90 years old. B5 describe event or problem - updated. B6 relevant tests/laboratory data - updated. E1 initial reporter zip/post code - updated.

Event description:
Reprise edge study: it was reported that left bundle branch block (lbbb) occurred. The patient was enrolled into the reprise edge study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was not given and the patient was not on a prior regimen of aspirin or other antiplatelet medications. A lotus introducer was placed and the aortic valve was treated with deployment of a 27 mm lotus edge valve. During the index procedure, the patient developed lbbb. Five days post index procedure, the patient was discharged home on anticoagulants. It was further reported an electrophysiology study was performed as a diagnostic for the lbbb. The event led to prolongation of hospitalization. Four days post index procedure, the lbbb event was considered recovered with sequelae.

Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) occurred. The patient was enrolled into the reprise edge study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was not given and the patient was not on a prior regimen of aspirin or other antiplatelet medications. A lotus introducer was placed and the aortic valve was treated with deployment of a 27 mm lotus edge valve. During the index procedure, the patient developed lbbb. Five days post index procedure, the patient was discharged home on anticoagulants.